Event description:
It was reported that insulin gauge displayed amount different than expected and that pump showed static fill estimate of 120 units despite insulin being delivered. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and technical support explained that this issue could occur when there was large difference in measured pressures used to calculate remaining insulin and that gauge would resume counting down once actual insulin amount matched displayed estimate, and customer understood and acknowledged this information.